Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet system, with the cause not specified and no device component implicated due to insufficient information. Symptoms included hypoglycemia. Outcomes included effects that could not be fully characterized due to limited information. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.